Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer sent an email notification of a complaint to corporate product surveillance. Customer reported he has been on two homechoice cyclers and checked for air bubbles. The customer found that they were a very common phenomenon and there was almost always one or two 1/4 inch bubbles and often more. The customer reprimed but this only affected the bubbles near the end of the line near the organizer. Repriming seemed to have no effect on the bubbles in other parts of the patient line. The customer checked his technique but cannot find anything wrong. The customer would like baxter to provide written guidelines covering the number and size of bubbles that would be considered acceptable or unacceptable, prevention of bubbles, and techniques for removing them when they occur. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in tubing (without alarm), where the customer reported he has been on two cyclers and checked for air bubbles. The customer found that there was almost always one or two 1/4 inch bubbles and often more. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.